Event description:
The manufacturer received information alleging the device needs service required. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was replicated. Pca was burned, led white has low intensity. Iso port, blower box, outlet seal contaminated and error codes were found in the log. The device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.